Manufacturer narrative:
Summary of eval: eval results suggest that this event was attributed to a mfg error not detected by inspection. Corrective action has been implemented.

Event description:
The customer claimed that the drill was mfg badly. This event was not associated with a surgical procedure. No other info was provided.